Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to olympus china (osh). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is assumed that the problem occurred due to an accidental failure of a component of the power supply unit. It is assumed that the power unit fails to light up the xenon lamp and that the spare lamp lights up. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the examination lamp of the subject device was not working. The user replaced the subject device to another device and completed the procedure. Olympus china checked the subject device and found that the reported phenomenon was duplicated and the power supply unit had failure. There was no report of patient injury associated with the event.